Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mailed stating that he had a faulty brush head, while using it a piece of metal came out of it. No injury was reported.